Manufacturer narrative:
(B)(4). Pump monitored for several days. Pump received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Troubleshoot was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.